Event description:
Technician alleged the siderail would not latch in the up positioned. No pt impact.

Manufacturer narrative:
The technician found the siderail latch bolt and bushing was missing. The tech replaced the siderail latch bolt and bushing to resolve the issue.